Event description:
It was reported that the patient would do anything to have his pain pump back in but it ¿hasn¿t been right¿ since his original health care provider (hcp). It was also reported that even when the patient¿s new health care provider (hcp) filled the pump, ¿something wasn¿t right no matter what¿ and it was reported the patient hurt ¿all the time¿. The pain pump wasn¿t doing was it was supposed to do. The type of medication being delivered via the device system at the time of the event was not provided however hydromorphone was listed as an old medication. No further information was provided.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# (B)(4), product type catheter. (B)(4).